Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The device was not returned as it remains implanted in the patient. In this case, the cause for the aortic stenosis is unknown; however, it may be related to patient factors (hypertension, cad, diabetes ii) and the progression of pre-existing valvular disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 2 months post implantation of a 23mm sapien 3 valve, the patient presented with severe symptomatic aortic stenosis. A recent echo (tte) revealed a mean gradient 59.4mmhg, peak velocity 4.88m/s, the aortic valve area measured 0.63cm2, ejection fraction 55-59% with mild aortic insufficiency, mild mitral regurgitation and trace tricuspid regurgitation. The patient successfully underwent a valve in valve procedure with a 23 sapien 3 valve. Upon review of medical records (consultation, echo report, operative notes) the patient was admitted with shortness of breath and an echo of the aortic valve appeared to be stenotic with a peak velocity of 3.9m/s, and a mean gradient 56mmhg. During a follow up clinic a week prior the patient's symptoms had worsened to the point the patient could only walk a few steps and became short of breath. An echo (tte) was performed during admission revealed a peak velocity of 4.99m/s, mean gradient is 61mmhg with mild to moderate aortic regurgitation. Post valve deployment the mean gradient across the aortic valve was 0.7mmhg with a valve area >4cm2. Post echo (tee) revealed no paravalvular leak (pvl). Post echo of valve in valve procedure, there is a well seated and normally functioning bioprosthesis valve across the aortic valve, peak velocity is 1.87 m/s, and mean gradient is 8mmhg. A one day post procedure echo (tte) revealed a mean transaortic gradient of 18mmhg and no pvl.

Manufacturer narrative:
Reference CAPA-20-00141